Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 05/26/2021 h6 component code: g07002 device not returned additional information was requested, and the following was obtained: we got this info from the sales-rep on (B)(6)2021 qty to be returned: 2 => 0 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 ¿g/m

Manufacturer narrative:
Product complaint # : (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the fixation tab intact when the suture was placed in the patient? No further information is available. What was used to complete the procedure? No further information is available. Could you please provide the lot number? Qampqu. Procedure/event date? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown date and barbed suture was used. During the procedure, the fixation tab broke. No adverse patient consequences were reported. Additional information was requested.